Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and seroma. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ seroma- unable to observe since it is a medical event and is not related to the device. As per the investigation procedure an opening on the plug strap, crease-fold and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Device has been explanted. Healthcare professional reported "seroma around right implant" observed during surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, "textured mammary implants. And capsular contractures, grade iii". This record is for a right side. Device remains implanted.